Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Device eval: awaiting return.

Event description:
Surgeon placed cannula in shoulder and piece of the tip broke off. They are stating that there were no patient consequences. [Per follow-up e-mail correspondence between this author and the mitek rep, the following is stated: ¿the surgeon placed the cannula in the patient and a very small piece broke off into the patient. They were able to retrieve it and continue the case arthroscopically with little delay.¿¿¿¿¿. (B)(6) 2013]